Manufacturer narrative:
A field service engineer (fse) was dispatched.who verified instrument and performed reagent sampling pos adjusment. Also verify barcode adjustment. Rack removal procedure from sampler was done without any problems.called customer and explained proper procedure for rack removal. Customer not available. No further action required by fse .the probable cause of the event was main arm alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported sample rack errors with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, the customer to address the reported event,which resulted in delay in reporting of patient results afp and bhcg.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.